Event description:
Patient was revised to address high ion levels. (Left side). Update - patients revision operative records were received. Records indicate the patient was revised to address metallosis and pain. Upon revision metal stained gray fluid, and corrosion and debris around the trunnion were found. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem corrosion. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.